Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Event description:
A customer reported that the 60-2450-120, system 2450, 120v device was being used during an unnamed procedure on approximately (B)(6) 2024, and ¿the doctor was using the unit he received a shock¿ there was no injury to the doctor. Doctor received a shock while using unit. No marks left from shock and no patient injury¿. There was no delay to the procedure, and no report of medical or surgical intervention, or extended hospitalization for the patient or user. A good faith effort was made to obtain further information from the reporter; however, no further details have been provided to date. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
A customer reported that the 60-2450-120, system 2450, 120v device was being used during an unnamed procedure on approximately (B)(6) 2024, and ¿the doctor was using the unit he received a shock¿ there was no injury to the doctor. Doctor received a shock while using unit. No marks left from shock and no patient injury¿. There was no delay to the procedure, and no report of medical or surgical intervention, or extended hospitalization for the patient or user. A good faith effort was made to obtain further information from the reporter; however, no further details have been provided to date. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
An evaluation of the returned device found no fault. The evaluation was completed and final tested. The unit met all specifications. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. The service history was reviewed, and no prior data was found. A two-year review of complaint history revealed there has been a total of six reports, regarding six devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: to avoid risk of electric shock, this equipment must only be connected to a supply mains with protective earth. Improperly connecting test equipment can cause electric shock and destruction of equipment. We will continue to monitor for trends through the complaint system to assure patient safety.